Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 113. An elevated initial atellica im tnih result was observed for a 43-year-old male patient with no history of cardiac issues. Another sample was drawn and tested an hour later in the emergency room, and the result was below assay measuring range (<2.5 ng/ml). When the initial sample was re-tested, it produced a similar low result. The low troponin results were reproduced in repeat testing. The initial result was identified as falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance.